Manufacturer narrative:
Please refer to MFR report 2955842-2015-00856 concerning the 5mm schertel grasper instrument and MFR report 2955842-2015-00856 concerning the 5fr introducer.

Manufacturer narrative:
The cannula and instrument were not returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the cannula and/or instrument are returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: post a da vinci endometriosis resection procedure, allegedly shavings from the scherterl grasper instrument scrapped off and fell into the patient after making contact with the mouth of the cannula used during the surgical procedure. Per the information provided, the instrument fragments were retrieved from the patient.

Event description:
It was reported that during a da vinci endometriosis resection procedure, shavings from the scherterl grasper instrument scrapped off and fell into the patient. On (B)(6) 2015 intuitive surgical, inc. (Isi) contacted the clinical sales representative who initially reported this complaint. According to the csr, she was present during the surgical procedure when the reported event occurred. The csr indicated that after completion of the surgical procedure, during removal of the 5mm schertel grasper instrument, the site experienced difficulty removing the instrument from the patient and upon removal of the instrument from the patient, it was noted that fragments from the shaft of the 5mm schertel grasper instrument had fallen into the patient. The surgeon retrieved all of the instrument pieces using a laparoscopic grasper and he irrigated the surgical site to ensure that there were no remaining instrument pieces. According to the csr, inspection of the 5mm cannula by the surgical staff found that the mouth of the cannula had a sharp edge and that the 5mm schertel instrument had made contact with the sharp edge, causing fragments from the shaft of the instrument to break off and fall into the patient. According to the csr, a 3rd party laser device also used during the planned surgical procedure, sustained damage during removal from the same cannula. The csr indicated that there were no broken pieces observed falling into the patient from the 3rd party laser. According to the csr, the site performed an inspection of the cannula before use and there was no damage found. The csr indicated that there was no harm to the patient due to the reported event. Please refer to MFR report ____ concerning the 5mm schertel grasper instrument.